Event description:
It was reported a patient experienced and was hospitalized for angina coincident with peritoneal dialysis (pd) therapy on the homechoice. It is not known what triggered the angina attack. Treatment was not reported. The patient was discharged three days after admission. At the time of this report, the patient remained on pd therapy and was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.